Event description:
It was reported to philips that x-ray exposure was not possible due to a footswitch issue on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the table base connection box and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).